Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the flex arm was broken. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the therapy is micro endoscopic discectomy (med). The event occurred during the procedure.

Manufacturer narrative:
E1: initial reporter details are unknown, g2: country of origin - japan h3: product analysis: product:9560524, lotno:my16a001r during the incoming inspection, it was observed that the bearing was damaged, the joint was worn, the handle screw was broken, and the cable could not be removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.